Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having a difficult time keeping his sensor attached to his body, despite taping them down. His blood glucose was unknown at the time of reporting. He also stated that his healthcare provider's advice regarding amounts of insulin were different than those suggested by his insulin pump. The customer declined troubleshooting. No equipment was returned. No additional information was reported.